Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure out of range) . Calibration test unit was due for calibration, so they were going to find another calibration test unit. As per additional information received on (B)(6) 2022, biomed stated that after replacing the manifold, they were now getting a low flow error during calibration. Mss recommended that the device would be sent in for a 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure out of range) . Calibration test unit was due for calibration, so they were going to find another calibration test unit. As per additional information received on 10aug2022, biomed stated that after replacing the manifold, they were now getting a low flow error during calibration. Mss recommended that the device would be sent in for a 2000 hour service.